Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings (time loss/gain) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: a review of the pump¿s black box showed the user had advanced the pump date from (B)(6)-2018 to (B)(6)-2018. During investigation, the time accuracy test was performed and the complaint of a time loss/gain issue was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.